Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer blood glucose level was 153 mg/dl. Customer also stated that the insulin pump had multiple pump error alarm. Troubleshooting was performed. Self-test was passed. The device will not be returned of analysis.